Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue possibly began in (B)(6) 2013. The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. On an unspecified date/time, the patient reportedly obtained a blood glucose reading of "121mg/dl" with the subject meter. The patient manages his diabetes with insulin (no adjustments); however, the patient reportedly did not take any action in response to the alleged meter issue. According to the csr's documentation, on an unspecified date/time the patient reportedly "passed out" as a result of the alleged meter issue. The patient's previous blood glucose reading with the subject meter prior to the onset of his symptom is not known, it is not clear what action the patient took in response to his previous reading, and it is not known if the patient made any changes to his diabetes management, meals, or activity level before he "passed out." According to the csr's documentation, on (B)(6) 2013, the emergency medical services (ems) was contacted and at 10pm the patient reportedly obtained a blood glucose reading of "35mg/dl" with the ems's meter and was administered (by the health care professional) IV glucose as treatment. It is not known what the patient's blood glucose reading was with the subject meter prior to contacting ems and it is not specified who contacted ems. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) samplesite. However, the csr noted that the test strips the patient was using at the time the alleged issue occurred were passed the expiry date. Replacement products were sent to the patient. Although it was discovered that the patient was using expired test strips at the time the alleged issue occurred, this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
(B)(4): the meter and test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 3/29/2013, test strips- 3/29/2013.

Manufacturer narrative:
Correction to follow-up#1. Follow-up ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date was changed to (B)(4) 2013.